Manufacturer narrative:
The device was requested and analysed in the repair center at dräger. The alarms were tested and all worked as specified. It was found that the reported shut down of the device was due to faulty assembled cables between pcb sensor to pcb mpu and pcb mpu to pcb motor controller. The logbook analysis showed that at the day of the reported issue the optical and acoustical alarms "blower defect", "device failure!!" And "boot failure" were generated. In this situation the device stops ventilation and the emergency breathing valve will open allowing spontaneous breathing. The use of an independent ventilation device may be considered necessary, as described in the instructions for use. It is to assume that the connectors were plugged incompletely during maintenance activities. These potential loose contacts were removed and the device was operated afterwards for more than 140 hours without any problem. The failure rate is low and within an accepted range, one similar issue was reported from the same hospital.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator shut down. The customer did not hear or observe any alarms from the ventilator. No patient injury was reported.